Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited auto mode switches. The device exhibited far field oversensing of ventricular activity on the atrial channel as the cause of the mode switches. The device was reprogrammed and normal device function resumed. The patient was in stable condition.